Manufacturer narrative:
Event date approximate information references the main component of the system and other applicable components are: product ID 3391s-40 lot# v159340, product type lead .product ID 3391s-40 lot# v159340, product type lead.

Event description:
Additional information was received from a manufacturing representative (rep) indicating they ran an impedance test today and therapy impedance was higher. The patient was running at 8v with 3+, 2-, 1-, 0-, but due to charge density concerns the patient was reprogrammed to 3+ and 0-. This accounted for the higher impedance today compared to previous. The rep also noted the patient had a revision scheduled for next month.

Manufacturer narrative:
Product ID 37612 serial# (B)(4) implanted: (B)(6)2013 product type implantable neurostimulator information references the main component of the system and other applicable components are: product ID 3391s-40 lot# v159340 implanted: (B)(6)2009 product type lead product ID 3391s-40 lot# v159340 implanted: (B)(6)2009 product type lead product ID 64001 lot# n375343 implanted: (B)(6)2013 explanted: (B)(6)2017 product type adapter product ID 64001 lot# n375343 implanted: (B)(6)2013 explanted: (B)(6)2017 product type adapter device code (B)(4) was added erroneously. It does not apply to this event. Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) later reported that the patient¿s impedance had rapidly decreased over a three-month period in early 2017. The physicians suspected the adaptors needed to be revised. The patient was reportedly getting more depressed on the lower settings, so a revision was done on (B)(6)2017. The adaptors were replaced during this revision. The patient¿s settings were increased on the left ins from 4 volts to 6 volts after the revision. The patient had an appointment with their hcp on (B)(6) where it was noted their charging times had improved significantly and made a huge difference. The impedances had reportedly not changed much, but were now between 250-4000 ohms, which was noted to be okay; however, the hcp could not increase the left ins greater than 4.2 v without the density being high. The patient was programmed to ¿eva¿ in the or, but the hcp could not get about that. The patient was programmed to the last effective configuration using all electrodes and increasing the highest safe voltage to 4.2 v. The right ins was reportedly okay. Another hcp noted the impedance changes may be related to the extension wire or lead, but thought revising either of these devices involved significant surgical risk. The rep suggested increasing the pulse width rather than increasing the voltage to drive more current through the system. The charge density was computed to be 25 with the patient¿s current settings. It was estimated that the maximum amplitude to stay below the maximum acceptable charge density was about 5 v given the patient¿s current impedance on the left ins. Settings as of (B)(6) left ins: 0-, 1-, 2-, 3+; 130 hz, 210 microsecond pw, 4.2 v therapeutic impedance ¿ 304 ohms, cycling off right ins: 0-, 1-, 2-, 3+; 130 hz, 210 microsecond pw, 8 v therapeutic impedance ¿ 1661 ohms, cycling off

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating with information from a visit on 12 may 2017. The hcp indicated a continuation of low energy. The hcp reported low impedances on the left side, close to 150 ohms likely indicative of a short along the system. The patient had a pocket adapter so likely it was a poor connection. The values were correlated with previous impedances. The patient was scheduled to be programmed to 1- and 3+ on the left ins to keep a similar field if tolerated. The stimulation on the right side would remain unchanged. The patient tolerated these settings well, and remained well when left ins was turned off overnight. The patient was instructed to turn off their left side ins for an hcp visit the following day and would follow-up with endocrinologist the following day. Impedance test from the day of the visit is listed below: left: 0- 1- 2- 3+ c<(>&<)>0 2838 c<(>&<)>1 530 c<(>&<)>2 412 c<(>&<)>3 409 0<(>&<)>1 2503 0<(>&<)>2 2710 0<(>&<)>3 2805 1<(>&<)>2 494 1<(>&<)>3 505 2<(>&<)>3189 ti 171 ohms right: 0- 1- 2- 3+ c<(>&<)>0 727 c<(>&<)>1 651 c<(>&<)>2 717 c<(>&<)>3 3046 0<(>&<)>1 891 0<(>&<)>2 1047 0<(>&<)>3 3456 1<(>&<)>2 872 1<(>&<)>3 3298 2<(>&<)>3 2819 ti 2661 ohms

Manufacturer narrative:
H6. Additional review determined c35219, c50770, and c3036 no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the patient was doing well but still had residual symptoms. The patient also had low energy and recently found out their thyroid is hypofunctioning and also amenorrhea (not pregnant). They were scheduled to follow-up with their endocrinologist. Their charger had been stolen and their left side ins had been off for close to 24 hours, however medtronic had been provided them a new charger and the hcp was supplying them with a recharging system until the replacement arrived in the mail. Impedance check from (B)(6) indicated slightly high impedances on the right side. The left side had low ti. The battery was depleting faster but there were no safety issues. The patient was to continue using the ins at the normal settings. Impedances from 3 february visitare listed below: left: 0- 1- 2- 3+ c<(>&<)>0 2690 ohms 0<(>&<)>1 2363 ohms 0<(>&<)>2 2690 ohms 0<(>&<)>3 2762 ohms ti 379 ohms right: 0- 1- 2- 3+ c<(>&<)>3 2985 ohms 0<(>&<)>3 3224 ohms 1<(>&<)>3 3085 ohms 2<(>&<)>3 2652 ohms ti 2508 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was depression. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for depression. The hcp reported that an impedance check revealed high impedances on the patient's right side ins device. The hcp reported impedance measurements and symptom settings as follows: right side: 0-1-2-3+ 8v, 210pw, 130hz, therapy impedance 2405 ohms left side: 0-1-2-3+ 8v, 210pw, 130hz, therapy impedance 374 ohms the hcp reported that the patient has good therapy and that the hcp doesn't want to attempt any other programming options. C0 01 02 03 >2000 ohms, and c3 03 13 23 all high for the right ins. The hcp reported that historical impedances from (B)(6) 2016 showed that the impedances were lower than the current values. The hcp reported that they will increase monitoring of the patient and if the recharge burden becomes too great for the patient, then either reprogramming or revision will need to be discussed. No patient symptoms were reported. Additional information was received from a healthcare provider (hcp). It was reported that the patient¿s impedances were dropping. The hcp reported that it was the patient¿s left ins that was the main concern, dropping from 379ohms to 171 ohms. It was stated that as a result of impedance being so low the patient has to charge for 6 hours a day. The patient¿s therapy impedance for the right side is at 2661ohms. It was stated that the patient¿s charge density was 81.87uc/cm^2, which is over twice the limit of 30uc/cm^2 for potentially injury. Technical services suggested lowering the voltage to less than 3v to not exceed the charge density limit. The hcp stated that they may program the patient on contacts 0 and 3 and monitor the patient. It was stated that the patient is still getting therapeutic benefit. The impedances reportedly started to go low since about 6 months prior. - [refer to manufacturer report #3004209178-2017-02607 for details pertaining to the reportable related event.]

Event description:
No new information was reported.